Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not start. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. During troubleshooting, the fse found that the host pc could not get through the bios (basic input/output system). The host pc was started manually which resolved the issue temporarily. Log file analysis indicated that the system did not log at the time of event. This is consistent with a host pc malfunction, as it indicates that he host pc, which is responsible for recording system logs, was down at the time of event. The fse replaced the host pc and hdd (hard disk drive). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.